Event description:
Varian initiated eval of the acuity, for the possibility of the wrong energy being used for dose calculation as reported in eclipse version 10. It has been previously reported that with eclipse version 10, that a copy, paste and recalculation can be performed for a pt plan and that incorrect beam energy is used for the beams in the copied and paste plan. If the user edits the energy in the copied plan then reverts, without user intervention, back to the energy in the original plan; the calculated mu and isodoses are not invalidate. The root cause of this issue in the eclipse product has been traced to corrupt handling of database cache. It has been requested by varian engineering, that this issue, reported for the eclipse products, be evaluated to see if the same (or similar) risk applies to the acuity products. There have been no occurrences of this issue reported in the acuity product.

Manufacturer narrative:
Although there have been reports of this issue in the acuity product line, the available info suggests it may be possible to reproduce this or similar issue in acuity. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.